Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr, with a 26mm sapien 3 ultra resilia valve. As reported, during the procedure, the tip of the esheath tore. The team did not know if there was any resistance when the esheath was inserted or when the delivery system was inserted though the esheath. There was no withdraw difficulty noted. The degree of tortuosity was mild. The degree of calcification was unknown. The minimum luminal diameter was unknown as the team did their own reviews. The esheath appeared to still be intact and nothing was lost in patient. The root cause of the event was unknown. No actions were taken during the event and there was no patient injury. Per still image provided, engineering confirmed a distal tip tear.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device , engineering was unable to perform any visual inspection, functional testing, or dimensional analysis . Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformance's identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. In this case, the complaint of sheath distal tip torn' was confirmed through imaging evaluation. The patient had "mild" tortuosity in the access vasculature with no other details provided for calcification and vessel size. Additionally, there was no reported resistance or evidence of non-coaxial alignment. Available information therefore suggests improper tip expansion likely contributed to the event. These reported events are characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.